Event description:
It was reported that during an arteriovenous fistula procedure, a perforation occurred. Vascular access was obtained via the radial artery. The target lesion was located in the moderately calcified and moderately tortuous arteriovenous fistula. The 8.0 x80, 75cm gladiator balloon catheter was selected for pre-dilation. The lesion was ballooned once and then removed. An image was taken and there was still some narrowing in the lesion. The same gladiator balloon was used once again but it did not inflate. The gladiator balloon catheter was removed from the patient intact and a kink was noticed in the catheter shaft proximal to the balloon. The shaft kink was able to bend up or down 90 degrees. It was noted that the vessel became perforated. It was treated with an unknown stent covered the perforation. The procedure was completed with a different balloon which was taken to rated burst pressure. No patient complications were reported and the patient's status is ok.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).